Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the attached endoscope adapter (aea) was found to be damaged or have a friction issue. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs showed the endoscope was used on (B)(6) 2022 on system (B)(4). A review of the site¿s system logs also confirmed error 48224. The probable root cause of the image orientation issue is attributed to a damaged aea, a component failure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. In addition, failure analysis testing showed that the aea of the endoscope was damaged. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure a breakdown occurred with an endoscope. The endoscope orientation did not turn at 180 degrees. An intuitive (is) technical support engineer (tse) was contacted for assistance. The tse asked the surgeon to press the orientation flip. The movement was incoherent. The tse also asked the surgeon to reseat the sterile adapter (sa) and the camera. However, the issue persisted. The operating room (or) team could not state about mechanical noise while the surgeon was using the image flip function. The tse then informed the surgeon that most likely, the system was not able to flip orientation and to keep an intuitive motion. The surgeon informed that he needed the upside view to resume the procedure. The tse asked the site to install another 30°endoscope. The image in up or down was then ok and the surgeon asked about where physically refer the relative horizon marked in the menu. The tse informed that the relative horizon was the flat part of the endoscope and the tse reminded the surgeon that it had to be checked during the insertion. The surgeon agreed and the surgery was resuming with a back-up endoscope. The tse found the error 48224 informing that at least one button was stuck on the camera head. This error was present only once in the logs and it happened before the surgery start. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back-up endoscope . The procedure was a rectopexy or sigmoid colectomy.